Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2014, was chosen as the best estimate based on the retrospective study start date of january 2014. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: stefano fusco; greta m. Hanke; karsten buringer; lisa minn; gunnar blumenstock; ulrike schempf; martin gotz; nisar p. Malek; dorte wichmann; christoph r. Werner. "Clinical course for pancreatic necrosis and pancreatic pseudocysts due to severe acute or chronic pancreatitis." Therapeutic advances in gastroenterology 2024; vol. 17: 1-14. Block h6: imdrf patient code e0514 captures the reportable patient complication of thrombosis. Imdrf patient code e1906 captures the reportable patient complication of infected pancreatitis. Imdrf patient code e1021 captures the reportable patient complication of pancreatitis. Imdrf impact code f0801 captures the intensive care unit (ICU) admission. Imdrf impact code f08 captures the prolonged hospitalization. Imdrf impact code f2202 captures the endoscopic procedure.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "clinical course for pancreatic necrosis and pancreatic pseudocysts due to severe acute or chronic pancreatitis," by stefano fusco, et al. Per the article, a retrospective observational single-center study examined patients with severe pancreatitis on 46 patients from january 2014 to december 2020. Twenty-seven patients developed a walled-off necrosis (won), while 19 patients suffered from pancreatic pseudocyst (ppc). Seven patients were treated with lams (two cases from the won group and 5 cases from the ppc group), the following outcomes were reported: thrombosis, infected pancreatitis, antibiotic treatment, intensive care unit (ICU) admission, prolonged hospitalization, and endoscopic intervention. Please see the referenced article for full details and full listing of physicians and healthcare facilities.